Manufacturer narrative:
The investigation for infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added a5 ethnicity. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp smart assist system with automated impella controller & rp flex with.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. On day nine of the support, the team observed pus and redness at the impella 5.5 axillary site. The day prior, the jackson pratt drain and chest tubes had been removed. The team treated the patient with antibiotics. The patient remains on impella 5.5 support on the date of this report.